Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon was received for evaluation. Bends and material stretching were noted to the distal end of the catheter shaft. Complete circumferential detachment was noted to the distal end of the catheter shaft. The distal catheter segment and the balloon were not returned. Due to the nature of the complaint, no functional testing was not performed. Therefore, the investigation is inconclusive for the reported deflation issue as functional testing could not be performed due to the condition of the returned device. However, the investigation is confirmed for the identified detachment as complete circumferential detachment was noted to the distal end of the catheter shaft. The investigation is also confirmed for the reported material deformation as bends and material stretching were noted to the distal end of the catheter shaft. A definitive root cause for the alleged deflation issue, identified detachment and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2026), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly could not be deflated. It was further reported that the balloon and sheath removed together. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly could not be deflated. It was further reported that the balloon and sheath removed together. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.